Event description:
It was reported that a crack was found above the unspecified bd¿ infusion set's safety device during a tpn infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "a clinician reported being aware of an event that occurred on 28 aug where there was a crack above the buretrol on a tpn infusion. The infusion set was changed out."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a crack was found above the unspecified bd¿ infusion set's safety device during a tpn infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "a clinician reported being aware of an event that occurred on 28 aug where there was a crack above the buretrol on a tpn infusion. The infusion set was changed out."